Event description:
Same case as mfg # 2134265-2008-04217. Event became reportable based on investigational findings. It was reported that during a vena cava dilation, the wallstent failed to deploy. The lesion was located in the vena cava. The tortuosity of the vessel, degree of stenosis, and level of calcification of the lesion are unk. The vascular access site was the left femoral artery. The distal segment of the stent did not deploy and was removed without incident. No pt injuries or complications were reported. The pt's condition is unk. Attempts to obtain further info were unsuccessful. Product analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device found no kinks or damage to the shaft. During analysis the sheath was partially retracted with no restrictions noted and the distal end of the stent started to deploy. However, on examination of the distal stent wires it was noted that some wires were crossed. The remainder of the stent was deployed fully with no restrictions noted. The stent deployed fully from the delivery device. A review of the mfg documentation confirms that that the reported batch met all material, assembly, and performance specification at the time of release to distribution. The most probable root cause is operational context, due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.